Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device fired with a green reload with peri-strip fine, but would not open. Another device was pulled to resect the tissue around the jaws, and then cut the device out. Another device was used to complete the procedure. There was no adverse consequence to the patient.